Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no unexplained power events were found in the pump black box. No damage was observed to the battery compartment or cap. The battery cap tightened to the pump and the pump was exercised for 24 hours without power issues. A battery cap contact test was performed and no defects were found. The pump was opened and no defects were found in the pump. Unrelated to the complaint, the keypad was found to be peeling. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump.

Event description:
It was reported that the pump stopped working fifteen minutes prior to calling customer service. The patient stated that when he tried several generic alkaline batteries the pump would turn on but would not fully reboot. It was also indicated that the pump was beeping and that there was a black screen. The patient reportedly treated himself with lantus five minutes prior to making a call to customer service and customer service advised the patient to use new lithium batteries.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.